Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown as facility has not responded to requests for additional information. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via facility medwatch ((B)(4)) that during a procedure in (B)(6) 2018 the surgeon started to use the ar-1204as-100 (flipcutter ii, short, 10mm, device) and the flipper broke into several pieces. The surgeon removed the instrument and it was felt that all pieces were retrieved. Upon post-op x-ray a piece/fragment was noted to be remaining in the bone. Procedure type: arthroscopy assisted right knee anterior cruciate ligament quadriceps autograft reconstruction possible meniscal repair. Report did not contain the specific date of procedure. (B)(6) 2018 has been entered until additional information is obtained. Update 10/24/18: to date no response to arthrex's request for additional information has been received from the facility medwatch reporter. A second request has been issued. Upon maude review it has been discovered that the date of the procedure was (B)(6) 2018.

Event description:
It was reported via facility medwatch ((B)(4)) that during a procedure in (B)(6) 2018 the surgeon started to use the ar-1204as-100 (flipcutter ii, short, 10mm, device) and the flipper broke into several pieces. The surgeon removed the instrument and it was felt that all pieces were retrieved. Upon post-op x-ray a piece/fragment was noted to be remaining in the bone. Procedure type: arthroscopy assisted right knee anterior cruciate ligament quadriceps autograft reconstruction possible meniscal repair. Report did not contain the specific date of procedure. (B)(6) 2018 has been entered until additional information is obtained. Update 10/24/2018: to date no response to arthrex's request for additional information has been received from the facility medwatch reporter. A second request has been issued. Upon maude review it has been discovered that the date of the procedure was (B)(6) 2018. Additional information obtained 10/26/2018: the sales rep has provided additional information as follows: the surgeon has used this product many times in the past. However, during this procedure the surgeon had let go of the power button during use and then turned it back on, causing the device being used to accidentally break. The surgeon retrieved a piece from the patient and opened another flipcutter to complete the procedure. The rep then reminded the surgeon to keep the device under power the entire time while retro reaming. The piece remaining in the patient was discovered upon post-op x-ray and the sales rep was not aware a piece had remained in the patient.

Manufacturer narrative:
Complaint confirmed. Material analysis showed the returned ar-1204as-100 met all as-received specifications. Visual evaluation revealed that the cutting tip of the ar-1204as-100 flipcutter had broken off prior to receipt for investigation. Two segments of the tip were returned. The remainder of the distal tip was warped, consistent with prying/leveraging of the device. This event is most likely caused by prying/leveraging the device against hard bone and/or other instrumentation.